Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) after wearing the pod for approximately 5 to 24 hours. About one hour after initial application, the patient reported experiencing a stinging sensation at the infusion site but continued using the pod. Upon removal, the site was reported to exhibit redness, a burning sensation, swelling raised approximately 4 cm, and yellow purulent discharge. During the event, the patient also noted feeling sick and a blood glucose level reaching up to 20 mmol/l (360 mg/dl). On (B)(6) 2025, the patient sought medical attention at (B)(6) and was diagnosed with an arm infection, requiring anesthesia for a procedure to drain and excise an abscess. Treatment included an intravenous antibiotic and insulin. The patient was discharged on (B)(6) 2025, and subsequently resumed pod therapy with a new pod. The patient reported a small scar remains on the arm. The patient also reported no longer having the pod involved in the event.